Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was not reported to the physician. The same sample was reprocessed on an alternate dimension exl 200 system and a higher result was obtained. The reprocessed result result was considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated sodium (na) patient sample result obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance procedures as part of normal troubleshooting for issues of this nature. Repeat of the same samples yielded expected results. A potential product issue was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.